Event description:
It was reported that insulin pump alarmed during the prime process. The blood glucose reading is 165 mg/dl. Insulin was squirting out during the manual prime. Customer unable to exit the prime loop. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the test due to protruded/loose drive support disk. No alarm noted. The insulin pump had a scratched display window and cracked reservoir tube lip.